Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) in an isolated right ventricular assist device (rvad) position on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to the estimated pump flow continuously dropping below 2.5 l/min. A transthoracic echocardiogram showed good filling of the right atrium. An increase in pump speed increased the flow to greater than 3 l/min. A CT scan and angiography confirmed an outflow graft twist. A surgical re-exploration found a twist underneath the bend relief. The surgeon was able to untwist the outflow graft by turning the connection approximately 90 degrees. The pump flow suddenly recovered back to the expected range of greater than 4 l/min. No further information was provided. A final report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No product was returned for evaluation. The pump remains implanted and the patient remains ongoing on vad support. The evaluation of a submitted angiogram image confirmed the report of an outflow graft twist, which could have contributed to the report of flow decreasing below 2.5 lpm continuously. Visual inspection of the image revealed an area of narrowing of the outflow graft adjacent to the graft attachment. Although a duration of time for which this narrowing was present could not be conclusively determined through this evaluation, it could have contributed to the report of flow decreasing below 2.5 lpm continuously. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.